Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product issue.

Event description:
The initial reporter stated they received discrepant glucose results for two patients tested with accu-chek inform ii meter serial number (B)(6). The customer has a policy of repeating testing if the meter result is > 400 mg/dl. A sample from the first patient was tested using the meter, resulting in a glucose value of "hi" (> 600 mg/dl). The test was repeated on the patient using the meter, resulting in a value of 218 mg/dl. Another measurement of the patient was performed using the patient's dexcom continuous glucose monitor and the result was 216 mg/dl. All measurements were performed within 15 minutes. The second result of 218 mg/dl was believed to be correct and the patient was treated based on that result. The customer did not know if different fingers were used to collect samples for each test. A sample from the second patient was tested using the meter, resulting in a glucose value of 461 mg/dl. Testing was repeated on the patient and the meter result was 253 mg/dl. All measurements were performed within 15 minutes. The second result of 253 mg/dl was believed to be correct and the patient was treated based on that result. The customer did not know if different fingers were used to collect samples for each test.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.